Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and radicular pain syndrome (radiculopathies). It was reported that the device wasn¿t working and the patient had not plugged it in for about 2 years. No symptoms or further complications were reported.